Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for eval. There were no visual defects found. The catheter failed the leak test because, it had a hole in the balloon. In addition, a review of the batch mfg records was conducted and the match met all finished goods release criteria.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2010. About three minutes into ablation therapy, a gradual pressure loss was noted. The catheter was removed and a hole was noted in the balloon. A second like device was used to complete the procedure with no adverse pt consequences.